Event description:
The device was used during a tfc fusion cage explantation. Reportedly, there was impingement in the canal of the nerve roots. The cages were implanted too laterally causing intermittant leg pain. The hosp has reported the pt's condition is satisfactory.